Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter was reading inaccurately high compared to another device. The patient claimed that the subject meter was reading "75 to over 100 points" greater than her relatives meter. Specific meter readings were not provided. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.